Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 72-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported that while on impella cp support the patient developed oozing at the impella access site. Manual pressure was applied, angle match addressed and repositioned, but oozing continued. Fem stop was placed above access site to achieve hemostasis. Additionally, the aic began having ¿purge flow blocked¿ alarms. Multiple trouble shooting attempts made, but the purge flow continued to be greater than 1100 and the pump stopped shortly after and was subsequently removed.

Manufacturer narrative:
The investigation into the purge leak ¿ cassette, the pump stop, and the access site bleeding ¿ major issues has been completed since the original report was filed. The pump was returned and evaluated. There was no leak to be found. The root cause of the purge leak - cassette is most likely due to use. There were no abnormalities seen from the introducer sheath or reposition unit. The root cause of the access site bleeding cannot be determined due to limited clinical information provided. There was biomaterial found in the purge gap reproducing the high purge pressure and on the magnet of the pump. The root cause of the pump stop that led to the high purge pressure is due to biomaterial. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ to conform with updated procedures, section d6 and h10 were revised with updated information.